Manufacturer narrative:
Device evaluated by MFR.: promus premier select 4.00x12 mm stent delivery system was returned for analysis. The device was returned with the stent damaged (not expanded) and dislodged from the balloon. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture within max crimped stent profile measurement specification. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. The balloon was in a deflated state. Balloon folds are partially open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a stretch of 2mm on the inner shaft polymer extrusion at 5.3 cm proximal to distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22oct2021. It was reported that crossing difficulties were encountered. The target lesion was located in a left circumflex artery. A 12 x 4.00 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage and stent dislodged.